Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient's blood glucose levels reached 270 mg/dl. The patient reports their skin being irritated, red and they had trouble walking due to the pain. The patient went to the emergency room and diagnosed with an infection. The patient was treated with antibiotics and left 2 and a half hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.